Event description:
It was reported that intermittent audio output occurred. During the night around 3:00 am, the patient experienced a hypoglycemia with convulsions and lost consciousness. The cgm was reading low and there were no alarms for low readings. The patient's mother woke up and heard the patient ¿loudly swallowing¿ and she called an ambulance. The patient regained consciousness on her own. A blood glucose reading was checked and the value was 33 mg/dl. The paramedics arrived and treated the patient with IV fluids. The patient was taken to the hospital via ambulance and was treated there. The patient recovered and was discharged the same day. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Data log analysis were performed and passed. Functional test results were performed and passed. Alarm/alert manual test were performed and passed. The speaker resistance was measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).